Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure was confirmed in the data logs; the failure was unable to be reproduced during testing. The cause of the issue was not determined since the issue could not be reproduced.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a battery failure (red) alarm during patient support. The aic was successfully replaced. There are no patient details available. It was reported there was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.